Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Follow up examination on (B)(6) 2014 showed the aneurysm measured 55 mm. Follow up examination on (B)(6) 2017 showed the aneurysm measured 75 mm. Follow up examination on (B)(6) 2018 showed the aneurysm measured 80 mm. Follow up examination on (B)(6) 2019 showed the aneurysm measured 92 mm. On (B)(6) 2019, a type I proximal endoleak was discovered. The cause of the endoleak was reported to be disease progression. There had been aneurysmal degeneration of the pararenal aorta and the endograft lost contact with the aortic wall. On the same day, a reintervention occurred whereby an endovascular abdominal aortic aneurysm repair with a single vessel fenestration to the left renal artery, with placement of two conformable gore® tag® thoracic endoprostheses were implanted to treat the enlarging aneurysm resulting from the proximal type I endoleak.